Event description:
According to the reporter: procedure: thyroidectomy. The device did not load clip but the jaw severed the posterior thyroid vein which was against the jugular vein. Suturing was used to resolve the blood loss and tissue damage. Operating time was extended by about 20 minutes. The pt had previous parathyroid surgery. No further complications was reported. Pt was released from hosp.